Event description:
As reported, the male patient had an initial left tsa. The patient was revised from an exactech anatomic shoulder to a reverse shoulder by the doctor. The patient recently reported a change in shoulder function. X-rays taken showed the humeral tray was broken. He reported that he has not experienced any traumatic events involving the shoulder in question. Revision surgery was performed. The poly, broken tray, and glenosphere were explanted. The tray was broken into multiple pieces. Intraoperative x-rays showed one piece of the tray had migrated distally down the humerus. The doctor did not attempt to remove the piece. The glenosphere was replaced with a 42 standard. The tray and liner were replaced with a +5 tray and 2.5 liner. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event. Photos and x-rays provided. The device was returned and tested.

Manufacturer narrative:
Concomitant devices: (B)(6) 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm. (B)(6) 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm. (B)(6) 320-15-06 - rs glenoid plate ext cag +10mm cage peg. (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6) 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-42-00 - 145-deg pe 42mm hum liner +0. (B)(6) 320-06-42 - glenosphere 42mm. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-20-18 - eq rev comp. (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray. The revision reported was likely the result of disassembly between the humeral liner and humeral tray leading to subsequent metal-on-metal articulation between unintended components, which may have ultimately led to fracture of the humeral tray; however, this sequence of events cannot be confirmed from the information available. Potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the disassembly of the humeral liner cannot be confirmed from the reported information. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.